Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose was 29 mg/dl. The customer was treated with oral glucose and milk. The customer was experiencing low blood glucose for 30 minutes. The customer has button error and is not using it at this time. After the troubleshooting was done, customer was advised to speak with their healthcare provider regarding low blood glucose and monitor the insulin pump. The customer is receiving a cot pump for button error that occurred after the low event happened.